Manufacturer narrative:
The device is in process of being returned for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges, "the customer has reported that the package was not sealed and the product was not sterile."

Manufacturer narrative:
The actual device was returned for evaluation. The root cause is manufacturing error, specifically a foil jam on the production line. The instructions for how to proceed with material packed after a foil jam was not clear, and there were also no clear instructions for foil sealing die maintenance. Both of these were addressed previiously with a CAPA to put the correct procedures in place, but that was after this lot was produced. If any additional relevant information is identified it will be submitted in a supplemental report.